Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-16694. It was reported that the inappropriate auto mode switch episodes due to intermittent noise were continued to be noted on the right atrial(ra) lead since more than a year ago. The ra lead was capped and replaced on (B)(6) 2019. The noise was not reproducible intra-operatively after disconnecting the lead from the header, so the physician changed the device to eliminate the risk that device header contributed to the lead noise due to any connection issue. The device was replaced. The patient was stable.